Event description:
The canadian complainant reported that there was ischemia, major bleed, positioning issues, cardiac arrest, and sepsis during impella patient support. While on support, there was less than adequate flow to the distal limb. A mini femoral to femoral bypass was done to increase flow to the right leg where the impella was. The sheaths were changed out to pediatric ECMO sheaths with larger tubing to increase blood flow. The popliteal pulse had returned but not the dorsal pedal pulse. There was bleeding at the access site, which was successfully managed through repositioning the repositioning sheath. The alarm for ¿impella in aorta¿ alerted. The team repositioned the pump. Pulseless electrical activity arrest was successfully managed through compressions. The impella was removed due to lack of distal flow to the leg. A fasciotomy was performed. Fasciotomy leg was oozing serosang and dusky in color. The patient was also septic and on multiple pressors.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in a2 (age). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in a6 and d4. Upon review, the race and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site bleeding issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the device positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
Additional information has been provided in h6 (medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 55-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. Bleeding occurred at the access site and was successfully managed through repositioning of the repositioning sheath. The team later received an alarm suggesting impella placement in the aorta, and the device was repositioned without difficulty. The patient experienced a pulseless electrical activity arrest, which was successfully managed with chest compressions. The fasciotomy site on the leg was oozing serosanguinous fluid and appeared dusky, with inadequate distal perfusion. A mini femoral-to-femoral bypass was performed to increase flow to the right leg where the impella was positioned. The sheaths were exchanged for pediatric ECMO sheaths with larger tubing to enhance blood flow. Popliteal pulse returned, though the dorsalis pedis pulse remained absent. Fasciotomy was planned. The patient had severe peripheral vascular disease and was septic on multiple vasopressors. The patient survived to explant. The major bleed requiring repositioning is consistent with access-site complications and anticoagulation requirements associated with impella support. The cardiac arrest requiring resuscitation is consistent with the patient¿s underlying ami/cgs and profound hemodynamic instability. The ischemia requiring surgical intervention is consistent with impaired distal limb perfusion related to severe peripheral vascular disease, critical illness, and femoral access. The sepsis requiring medication is consistent with the patient¿s critical illness and underlying multiorgan dysfunction.

Manufacturer narrative:
Section b5 was updated with more detailed information.